Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fracture of the right femur; was replaced due to partial healing at the fracture site noted during a follow up visit.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for eval. The root cause of the partial healing is undetermined. The original implant was replaced with an 10mm x 340mm, standard nail using one proximal screw and one distal screw. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. No one can predict a non-union or failure to heal. Each fracture is unique to the pt and the fracture. Sign fracture care international will continue to monitor these events as part of our post market activities.